Event description:
G5 vent was on patient with no issues entire shift. At the end of shift rt was called into room due to vent saying high peep. Rt went in with provider vent then said high peep and exhilation obstruction it was also autocycling the vent and peak pressures were in the 50's. Patient was taken off vent and bagged as this was something that could have caused a pneumo to the patient. Rt changed out ventilator and took it out of service. Rt looked at vent and could not find a cause of this. Other rt's thought that it may be due to the magnet sticking on the vent, that has been known to be an issue with this brand vent. Evaluated by biomed: while running medications through the ventilators some medicine collect on the exhalation pin which causes it to stick over time.